Event description:
A device report from synthes (B)(6) provides info from a facility in (B)(6) regarding an unidentifiable white film that was discovered on two trs saw hand pieces following washing and sterilization that was reportedly conducted according to the instructions provided by synthes. Upon opening each of the sets, a white film was discovered on the hand pieces.

Manufacturer narrative:
An investigation and device history records review could not be completed and no conclusion could be drawn as no part or lot number was provided and the device was not returned.

Manufacturer narrative:
Additional narrative:(B)(4): manufacturing documents were reviewed and no complaint related issues were found. The product was received and the investigation is ongoing. (B)(4): placeholder.

Manufacturer narrative:
Device used for treatment and not diagnosis. According the investigation of the two handpieces and the attachments it can be said that the hand piece are not the problem. The problem is the grease emission in the rear part of several attachments. Regarding the different attachments, at the present time it can not be said which attachments are affected from this grease emission. But a risk assessment is currently pending.